Event description:
Information was received indicating that a smiths medical pneupac¿ parapac plus was reported to not cycle a breath. There were no reported adverse patient effects.

Manufacturer narrative:
Device was received in damaged condition, the face plate bent and face plate label torn. Device showed evidence of being dropped. Initial test run was performed on the device in an attempt to replicate failure mode. Device ran over the course of 8 hours varying settings periodically. At no time during test did unit stop cycling. Could not confirm customer reported condition. Replaced damaged knob part number, cover, and front panel part . Tested and the device passed all functional tests.